Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Investigation revealed that the hook is broken off at the exit of the cannula. The broken surface shows a ductile appearance. According to the information received and the results of the investigation the most probable root cause is bending due to excessive force which lead the device to breakage. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a suction and coag cannula. According to the information received, the device broke during surgery. Broken pieces fell in situ and could be recovered without issues. (Choose the most relevant) there was no patient harm. The surgical technique had to be changed from endoscopic to open surgery. Additional medical intervention was necessary. This event prolonged the surgery for xy minutes. Patient harm is not known at date of this report. It is not known if the broken piece remained in patients no patient harm reported. No additonal information received.